Manufacturer narrative:
Additional information was added: the lot was manufactured from october 24, 2019 - october 28, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. For the reported underinfusion condition, a functional flow test is needed to perform on the physical sample to verify the flow rate accuracy of the sample; therefore, the reported condition could not be confirmed via the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device was filled with 2mg aloperidolo, 7.5 midazolam and 50mg morphine hydrochloride. It was reported that after 24hours, 90ml of the solution remained in the infusor. After 23 hours of therapy the patient experienced pain in which analgesic therapy was prescribed. No additional information is available.